Event description:
The customer reported the rad-g was "intermittently turning on and off." There was no patient impact or consequence reported.

Manufacturer narrative:
The customer confirmed the device will not be returned. As such, the device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).